Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-1204af-100 flip cutter broke during an acl reconstruction case. When retro-drilling the femoral tunnel the tip of the flip cutter broke into 3 separate pieces. The surgeon is very familiar with the device and made sure to start the flip cutter off of the femoral wall. The patients bone quality was very good. All 3 metal pieces from the tip of the device was retrieved from the patient. A new flip cutter was opened and the case was completed with no further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.